Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection of the lead showed that it had been stretched and the outer tubing was kinked.

Event description:
It was reported during the implant procedure that the lead was not implanted due to high impedance. Per diq, a new lead was placed. No patient complications were reported as a result of this event.